Manufacturer narrative:
Date inaccurate, only the year is valid. The main component of the system. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient's lead migrated; they had a history of falls but couldn't isolate one event as the cause. The patient was reprogrammed and was receiving good therapy benefit. No further complications reported.